Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported that the circumstances leading to the issue of charging the implanted device too frequently were changes to the device programming. No steps were taken to resolved the issue of charging. The issue of charging the implanted device too frequently had not been resolved. The patient also reported their weight. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were charging too often, about every other day, so they had to use adhesive discs a lot. The patient stated that sometimes they would be able to go three days without having to charge. The patient mentioned that the adhesive discs helped; charging was better when they were using them, which was why they were ordering more. It was unknown when the issue started. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.